Event description:
It was reported that the insulin pump alarmed no delivery and then customer got calibration error. Customer reported that the screen showed insulin pump failure. Customer had to reset everything and changed the reservoir to make it worked. Customer's blood glucose was unknown. Customer stated that he gets several calibration errors when the sensor passed the 6 days. Customer declined to do troubleshooting. The customer was advised to monitor the issue and call help line for further assistance. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.